Event description:
Sign nail broke in right femur one year post surgery. X-rays show non union and the use of cerclage wire at the fix site. Dr. Zirkle has asked this surgeon/program not to use cerclage wire in this way because of its adverse effect on healing. Cause of nail breakage appears to be due to full weightbearing on non union over an extended period complicated by the use of cerclage wire, and no follow-up until breakage occurred.